Event description:
It was reported that the user experienced sustained elevated blood glucose with a reported value of 298 mg/dl while using an ilet system and observed fluid leakage at the infusion set connector; the agent advised a site change and documented the affected components (connector, inset, and cartridge). No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education, a site change, and shipment of replacement supplies. Investigation included customer communication, product history review, and troubleshooting to assess for leakage and infusion integrity. Investigation of this case revealed a suspected infusion pathway integrity issue consistent with leakage at the connector, indicating a device component problem involving the connector and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use environment factors contributing to a leak at the connector.

Manufacturer narrative:
Initial.